Manufacturer narrative:
Findings: no unexpected low battery alerts noted. Motor was tested outside of the unit and passed. Unit received with constant failed battery test alarms after boot up due to loose battery tube connector connecting to b1 on interface board noted. Unable to perform displacement test, pump self-test, off no power test, rewind test, basic occlusion test, prime/a33 test, occlusion test, excessive no delivery test, operating currents meas. And off no power test due to constant failed battery test alarms. Unable to verify motor error alarms due to constant failed battery test alarms. Slight corrosion on battery cap (p) contact noted. Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was unknown mg/dl. The customer stated, the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field . The customer was assisted in performing rewind. Customer did not report e70. The customer stated the he received two motor errors, first a month ago and now got another. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.